Event description:
Developed myofascial pain syndrome due to saline breast implants placed under the muscle. Chronic muscle spasms in my neck, shoulder, face and breasts. Chronic migraines, inability to work, emotional and physical pain, chronic muscle pain and inflammation. FDA safety report ID # (B)(4).